Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient shared experiences such as that it hurts much more than surgery after the implantation of the stimulation device, extremely painful. Sometimes they can't even go to the toilet. The other day, due to unbearable pain, they went to the hospital where the device was implanted by ambulance. However, the attending physician was unavailable, and they were told they did not know about the stimulation device. They were given a drip and other treatments before returning home. There were no known environmental, external, and patient factors that may have caused the event. There was still pain at the time of discharge, but it was mentioned that the pain would ease with time as the patient got used to it. The patient's brother came and made adjustments, which provided relief, and the patient stated that they are now fine. When asked about the specific adjustments made by the brother, no detailed information could be obtained. The issue was resolved at the time of the report. The patient outcome was listed as "health damage" and the patient injury details were as previously noted.

Event description:
Additional information was received. Clarification regarding the statement "sometimes I can't even go to the toilet", they stated that they talked to the patient, and I found the reason for the pain, unrelated to the malfunction, such as power off by forgetting to recharge. It seemed that it was not difficult to defecate, but it was simply a complaint of pain, but I haven't heard from him since then, perhaps it has improved by turning the power back. There were no other reasons for the power supply to be turned off, or any other problems or adverse events such as controller malfunctions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.